Event description:
Removed straight cath kit from supply room to take into a pt's room and noted that there was brown betadine fluid leaked all through the kit. Upon further inspection, there were several catheter kits found in the supply room bin that also had betadine leaked through them and some had leaked all the way through the paper part of the packaging and was dried on the outside of the packaging. Damaged kits were removed from the supply room and discarded after being shown to unit manager and assistant manager.